Event description:
It was reported that the patient presented for generator change. During the procedure the right ventricular lead exhibited externalized conductors which was confirmed on fluoroscopy. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition.